Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle stopper does not have white caps on the end. The following information was provided by the initial reporter: material no. 368608, batch no. Provided 8345527. It was reported that the needle that has the stopper does not having white caps on the end. Not having white caps on the end of the needle that has the stopper.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle stopper does not have white caps on the end. The following information was provided by the initial reporter: material no. 368608, batch no. Provided 8345527. It was reported that the needle that has the stopper does not having white caps on the end. Not having white caps on the end of the needle that has the stopper.